Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the black box shows evidence of cs 064-0008 alarms on 06/19/2015. The pump was exercised for 24 hours and the cs 064 alarm complaint was not duplicated. The display is dim/fading/reddish. The pump case was removed and internal moisture damage was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.